Event description:
Nxstage therapy fluid warmer bag to the filter cartridge - filter cartridge with female rather than the needed male connection , the connections were therefore the same and unable to connect. This prevented the therapy fluid from entering into the filter and unable to run crrt. We had to get a new filter set up - seemed to be a one-off as no others in the lot had a similar issue.